Event description:
Physician was performing endovenous laser treatment (fiber pull back step) when he felt a warmth on the palm of his hand. There was a red glow (laser positioning beam) and the sheath had a hole in it at the level of his palm. His glove had a black spot with a minor burn on the physician's palm beneath it. He promptly placed his hand in ice water. There had been no resistance noted in pulling back the sheath/fiber. The physician determined that the pt's vein had been sufficiently treated to ensure a good clinical outcome.